Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event on (B)(6) 2024. As a result, the minute ventilation (mv) sensor was automatically disabled. It was noted the patient underwent an unrelated surgical procedure on the same day, during which device therapy was not turned off. Technical services was consulted and discussed that in the event of an interference problem, such as electrocautery noise or such, certain noises can be over-detected by the device, which is probably the case with this patient. This is a false positive for sam. Technical services also observed an out-of-range shock impedance measurement on (B)(6) 2024. Troubleshooting and alert setting recommendations were provided. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event on (B)(6) 2024. As a result, the minute ventilation (mv) sensor was automatically disabled. It was noted the patient underwent an unrelated surgical procedure on the same day, during which device therapy was not turned off. Technical services was consulted and discussed that in the event of an interference problem, such as electrocautery noise or such, certain noises can be over-detected by the device, which is probably the case with this patient. This is a false positive for sam. Technical services also observed an out-of-range shock impedance measurement on (B)(6) 2024. Troubleshooting and alert setting recommendations were provided. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.